Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify operating currents and motion sensor test failure alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motion sensor test failure .the customer¿s blood glucose level was 179 mg/dl at the time of incident. Troubleshooting was performed. The product will be return for the analysis.